Event description:
Spontaneous inbound call: patient's home health nurse (B)(6) called in stating that the patient's pump stopped after only 50ml of her 150ml being infused. Assisted home health nurse with reprogramming the pump to assist with infusing the remainder of the dose. Patient has a new pump scheduled to go out for maintenance and the current pump will then be returned to the pharmacy. Home health nurse confirmed that the pump was reprogrammed successfully to finish the infusion. No further information provided. Reported to cvs/caremark by health professional.